Manufacturer narrative:
Analysis of the extension found the body conductor broken less than 5 cm from the proximal end; conductor #0 was broken at 2.8cm from the proximal end. No shorts, #0=open, #1=15.6 ohms, #2=16.5 ohms and #3=15.9 ohms.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion codes because these are the closest codes available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported there was no patient death, no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37086, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that intra-op they were getting greater than 40,000 ohms on all pairs with the #0 electrode and depending on how they moved the lead/extension connection, sometimes impedances were high and sometimes they were normal. They replaced the extension and this resolved the issue. The issue was reported to have been an out of box issue. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.